Event description:
On (B)(6) 2009, the pt's father reported that the infusion device was no longer functioning. Upon f/u with the pt on (B)(6) 2009, he stated that he had inserted multiple new batteries into the infusion device and the display remains blank and he does not hear any beeps. He was not able to recall when the device stopped functioning. He removed that battery and confirmed it was inserted correctly. The infusion device has not been dropped or exposed to water. He removed the battery from the infusion device and inserted it into another infusion device and it powered on. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.